Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's knee was revised due to suspected infection (reported by surgeon, unknown if infection was clinically confirmed). An irrigation and debridement with a swap of the 4x9 cs insert was performed.